Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) stored untreated episodes due to oversensing of noise in primary vector. Noise was reproducible in primary vector while the physician performed pocket manipulation. The local area field representative was unable to reproduce the exact noise but did observe signal saturation for a few seconds. As such, a system mechanical issue was suspected, which was confirmed via x-ray imaging (which showed a curved lead in the pocket). Per physician decision, the device was reprogrammed to secondary vector, and the patient would be closely monitored over the next days with technical services (ts) support on demand. The physician was aware of the potential risk for inappropriate shock therapy due to sporadic intermittent s markers observed in few testing steps but not sustained during the testing performed. Four days later, the patient's s-ICD system delivered an inappropriate shock due to myopotential noise oversensing overlapping the qrs rhythm (50 beats per minute). As a result, the patient was hospitalized with therapies turned off, and a revision procedure was scheduled for the following week. The patient will perform a patient-initiated interrogation (pii) daily until the revision date. At this time, there is no evidence surgical intervention has been performed. No other adverse patient effects were reported. Additional information: this patient underwent a revision procedure on (B)(6) 2025, and their entire s-ICD system was explanted and replaced with a new one. Besides the intervention, no other adverse patient effects were reported. Product return is expected.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed which revealed no abnormalities. In conclusion, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) stored untreated episodes due to oversensing of noise in primary vector. Noise was reproducible in primary vector while the physician performed pocket manipulation. The local area field representative was unable to reproduce the exact noise but did observe signal saturation for a few seconds. As such, a system mechanical issue was suspected, which was confirmed via x-ray imaging (which showed a curved lead in the pocket). Per physician decision, the device was reprogrammed to secondary vector, and the patient would be closely monitored over the next days with technical services (ts) support on demand. The physician was aware of the potential risk for inappropriate shock therapy due to sporadic intermittent s markers observed in few testing steps but not sustained during the testing performed. Four days later, the patient's s-ICD system delivered an inappropriate shock due to myopotential noise oversensing overlapping the qrs rhythm (50 beats per minute). As a result, the patient was hospitalized with therapies turned off, and a revision procedure was scheduled for the following week. The patient will perform a patient-initiated interrogation (pii) daily until the revision date. At this time, there is no evidence surgical intervention has been performed. No other adverse patient effects were reported. Additional information: this patient underwent a revision procedure on (B)(6) 2025, and their entire s-ICD system was explanted and replaced with a new one. Besides the intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) stored untreated episodes due to oversensing of noise in primary vector. Noise was reproducible in primary vector while the physician performed pocket manipulation. The local area field representative was unable to reproduce the exact noise but did observe signal saturation for a few seconds. As such, a system mechanical issue was suspected, which was confirmed via x-ray imaging (which showed a curved lead in the pocket). Per physician decision, the device was reprogrammed to secondary vector and the patient would be closely monitored over the next days with technical services (ts) support on demand. The physician was aware of the potential risk for inappropriate shock therapy due to sporadic intermittent s markers observed in few testing steps but not sustained during the testing performed. Four days later, the patient's s-ICD system delivered an inappropriate shock due to myopotential noise oversensing overlapping the qrs rhythm (50 beats per minute). As a result, the patient was hospitalized with therapies turned off, and a revision procedure was scheduled for the following week. The patient will perform a patient-initiated interrogation (pii) daily until the revision date. At this time, there is no evidence surgical intervention has been performed. No other adverse patient effects were reported.